Event description:
It was reported that the merlin programmer exhibited battery longevity estimation anomaly. No patient consequences reported. The device is functional and no intervention was performed.